Event description:
Further revision performed where tibial tray and tibial insert revised for loosening and subsidence with associated pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, notification was received that: root cause: undeterminable; from the information available it is not possible to say why this device failed. Revision procedures do have a greater risk of failure. This failure could be due to the device, patient factors, surgical technique or surgical procedure; it is not possible to say which from the information available. The x-rays do show subsidence of the tray. It is hard to check the dates on the x-rays so it is not possible to confirm when this occurred. The device was implanted in 1996 and a bearing exchange was performed in 2010. The total knee replacement then revised in 2012. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.